Event description:
The suspected motion tablet was returned to the manufacturer on 12/28/2015. The analysis is underway but it has not been completed to date.

Event description:
Analysis of the returned flashcard / software was completed and the reported sql error was confirmed. This occurred following an attempt to upload the handheld data from the cyberonicsbu.cdb database using the cyberonics vns database utility. A cause for the corrupt database could not be determined. Analysis of the returned handheld computer was completed and no anomalies associated with the handheld were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications.

Manufacturer narrative:
Serial #, lot #; corrected data: the previously submitted MDR inadvertently provided the wrong serial # and lot # of the device. Device manufacturing date; corrected data: the previously submitted MDR inadvertently provided the wrong device manufacturing date.

Event description:
It was reported that while attempting interrogations, the handheld computer device showed "vns therapy error. Error executing sql statement." A hard reset was performed and the software flashcard was reseated; however, the issue did not resolve. Review of manufacturing records confirmed that the handheld passed all functional tests prior to distribution. Return to the manufacturer of the suspected handheld computer and software flashcard is expected but it has not been received to date.